Event description:
It was reported that an unexpected pump reset occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. Reportedly, the customer continued using the pump for insulin therapy.